Event description:
New information received notes that the right ventricular (rv) lead noise recurrence was discovered during a remote follow-up. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition post-procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. No changes or interventions were reported. There were no patient consequences.